Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has had multiple driveline fault alarms beginning in february 2015 and with the last one occurring on (B)(6) 2015. Continuity testing of the driveline performed on (B)(6) 2015 by the manufacturer's technical services did not find any broken wires in the driveline. Manipulation of the external portion of the driveline did not reproduce any unusual events or alarms, though there was a potential area of concern seen on the x-ray images at the bend relief near the pocket controller. It was decided to not perform a driveline repair at that time. On the morning of (B)(4) 2015, while the patient was asleep, a driveline fault alarm activated again. The patient presented to the emergency room, the pocket controller was exchanged, and the alarm was cleared. A driveline repair was performed (B)(4) 2015.

Manufacturer narrative:
Device evaluation - the report of driveline fault alarms was confirmed based on the evaluation of the returned portion of the percutaneous lead. A section of the percutaneous lead approximately 8 inches long was returned for evaluation. The lead had been reinforced with a section of plastic tubing and tape. Electrical continuity testing of the lead revealed an intermittent discontinuity in the red wire when the wire was manipulated. Examination of the lead found breakdown of the braided shield at the terminus of the connector bend relief. Visual inspection of the wires found a small deformation and discoloration of the red wire adjacent to the shield breakdown. Manipulation of the wire caused the insulation to elongate and the inner conductors became visibly separated inside the intact insulation. The remaining wires appeared unremarkable. The red wire is one of the two redundant wires that comprises phase 3 of the pump motor. The fractured inner conductors would have caused the intermittent continuity observed during testing and the reported driveline fault alarms. The inner conductor damage appeared to be the result of fatigue failure due to cyclic flexing. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years and 2 months. The replaced portion of the driveline was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.